Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported patient had tear on the silastic portion of the driveline on, but it was repaired successfully with rescue tape on (B)(6) 2019. There were no issues reported with the device, parameters, alarms, or function. There were no adverse consequences.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported tear in the outer silicone jacket of the driveline could not be confirmed through this evaluation. A specific cause for the reported tear could not be conclusively determined. The patient remains ongoing on heartmate ii lvas and no additional complaints have been reported at this time. The hmii lvas IFU and patient handbook cover wear and tear to the percutaneous lead and state that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported patient had tear on the silastic portion of the driveline on, but it was repaired successfully with rescue tape on (B)(6) 2020. There were no issues reported with the device, parameters, alarms, or function. There were no adverse consequences.